Manufacturer narrative:
(B)(4). At this time, no conclusion can be drawn. The evaluation of the device has not been concluded.

Event description:
It was reported that, a 980 ventilator generated a constant alarm when disconnected from alternate current (ac) power. The ventilator was not in use on a patient at the time the event occurred.